Manufacturer narrative:
The fse replaced the battery then completed pm service. The unit passed all test and calibrations and is now ready for clinical use. The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse that encountered the issue replaced the batteries. The fse completed the pm with full calibration, functional testing, and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.